Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The keypad malfunction was confirmed and reproduced during evaluation. Evaluation found the row 2 keys inoperable due to the 1st soft key being stuck. Baxter has initiated a CAPA to further investigation this issue.

Event description:
During baxter's functionality testing, it was discovered a spectrum pump had a keypad malfunction. The customer reported this device had a "broken keypad-wont sense any keys." It was reported there was no patient injury.